Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information by a nurse from (B)(6) of break and peritonitis in a patient coincident with dianeal pd2 unknown therapy. On an unreported date, the patient experienced break in aseptic technique/ did not wear mask. On (B)(6) 2012, the patient experienced peritonitis manifested by turbid, yellow dialysate effluent and abdominal pain. The cause of the peritonitis was break in aseptic technique/did not wear mask. On an unreported date, remedial therapy began with vancomycin. A causality statement was not reported for the break in aseptic technique.

Manufacturer narrative:
(B)(4). The complaint is confirmed because the nurse reported of a break in aseptic technique by patient, which is a user error that can cause peritonitis or potential contamination. Labeling review was found to be adequate for the user error. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the use error which resulted in the peritonitis was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.